Event description:
Device 1 of 2.reference MFR report: 3006705815-2018-03200.it was reported the patient experienced a fall and the patient¿s leads migrated. Consequently, surgical intervention was taken on (B)(6) 2018 wherein the leads were repositioned. Therapy was reportedly restored postoperatively.